Event description:
It was reported that during an unknown procedure, the device cut the vein instead of clipping it. This made the patient bleed. The customer did not report any blood transfusion requirement. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.